Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2019-03932. Follow-up information revealed the patient's issue is resolved.

Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2019-03932. It was reported the patient had an allergic reaction from the scs system. It was stated the patient presented to the ER with fevers, hives, swelling in the abdominal regions, burning sensation, and throat swelling. The ER provided him with medications to calm the reactions.

Event description:
Device 1 of 2: reference MFR. Report#:1627487-2019-03932.